Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased; the cause of death was reported to be a subdural hematoma after a fall. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported or available at this time.